Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. As a result, the wires inside were exposed, but no thermal damage was observed. An electrical continuity test was performed and passed. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the issue was identified in central processing following the last instrument usage. The maryland biopolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have damage to the conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information on 20-july-2021: the instrument was inspected prior to use and there was nothing out of the ordinary noted. It was unknown if there were any instrument collisions or if the instrument was inspected for damage after the procedure. It was noted that the damage on the instrument was identified after cleaning, but before sterilization, but it was unknown whether the instrument was inspected for damage prior to the reprocessing.